Manufacturer narrative:
The subject device was returned to omsc for evaluation. The investigation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after an unspecified procedure, it was found that an unspecified clip was came out from the channel. In the procedure, the user tried to pass an unspecified endo therapy accessory into the channel, but the device could not pass through in the channel. The user replaced the subject device with another device and completed the intended procedure. In the procedure, the user did not use the clip, but the procedure of the day before, the user used the clip.the subject device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA).the date of event is unknown.there was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. In the investigation, omsc found the followings. The inside of the instrument channel was confirmed with a small-diameter endoscope, and although there were some scratches, no abnormality could be confirmed. A cleaning brush (bw-20t) was inserted through the instrument channel, but no abnormalities such as catching could be confirmed. Omsc considered that as described in the instruction manual, by performing suction channel brushing in the preliminary cleaning, it is possible to detect abnormalities such as discharge of foreign materials or catching. Therefore, it is unlikely that the clip from the previous procedure will stagnate in the instrument channel. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the investigation, omsc considered that the reported phenomenon was attributed to the insufficient cleaning.